Event description:
A patient reported blood glucose results of "_178 mg/dl" with a lifescan meter and "_231_mg/dl" on a laboratory device, performed within_10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.